Manufacturer narrative:
It was reported that while pushing the coag button during the surgical procedure, the surgeon felt a shock through his gloved finger. No injury resulted and no medical intervention was sought or provided. The surgeon states the cautery device did not come in contact with any metal instruments at the time of the incident. The sample was received and evaluated. The reported concern could not be confirmed. No defects were identified during the visual inspection of the device. The cautery device was tested at various settings and performed as intended. No shock was felt from either the coag button or the base of the pencil. A root cause for the reported incident was not determined. However, in an abundance of caution, this medwatch is being filed.

Event description:
The surgeon felt a shock while using the cautery device.